Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the lancet in the onetouch delica lancing device was not fully penetrating. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 6:30pm. The patient manages his diabetes with an unknown type/dose of insulin and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 1 day later, he developed symptoms of ¿nervousness, sweating and shaking.¿ despite his symptoms, he denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the lancing device was being used for the first time. The lancets were correct and despite following the correct procedure, the issue remained unresolved. Replacement product was sent to the patient and the subject lancing device is pending return for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.